Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate among multiple cartridges. The customer's blood glucose (bg) level was "high," exact value was no provided and moderate ketones. A correction bolus was administrated via injection to address the high bgs. Customer changed the cartridge each time to resolve the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.